Event description:
This case was reported by a consumer and described the occurrence of nerve damage in a pt who received triple salt dental adhesive cream (super poligrip original denture adhesive cream) over a period of 25 years as a denture adhesive. A physician or other health care professional has not verified this report. Approx 25 years prior to reporting, the pt started super poligrip original denture adhesive cream. On an unk date, the pt began experiencing numbness in both hands followed one foot and then the other. She began to use a walker to ambulate, but then became unable to walk at all and began using a wheelchair. In (B)(6) 2007, the pt fell, could not walk, and had to crawl back inside. She presented to the emergency department and was hospitalized for four days. Unspecified testing showed that she had neurological damage. In (B)(6) 2008, she again presented to the emergency department with pain from being unable to walk and was hospitalized for four to five days. The pt stated that two spinal taps, 15 mris, and numerous other tests had been inconclusive. She was informed that something was "attacked" her central nervous system. In (B)(6) 2008, the pt was treated and released in the emergency department due to pain. She was given an unspecified pain medication. At the time reporting, the pt continued to use super poligrip original. She had recovered from the fall, but the other events were unresolved. The pt stated she was awaiting test results to determine her zinc levels.

Manufacturer narrative:
Super poligrip original is manufactured in (B)(4), and the product was not available. (B)(4).